Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. The company representative checked all system specifications and doctor memory settings and found no nonconformities. The customer stated that normal phaco power returned upon system reboot. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the torsional power was unable to be increased any higher than 40 percent. The system was rebooted and the power was then able to be increased. There was no pt impact reported.